Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lead was returned for analysis, however, prior to returned product analysis, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately five weeks post implant, the patient had a heart rate in the 30¿s due to a right ventricular (rv) lead dislodgment. The lead had unstable thresholds and no capture at maximum outputs. In addition, the lead was not sensing any activity. The lead was explanted and replaced. No patient complications have been reported as a result of this event.